Manufacturer narrative:
Block e1: (initial reporter city) the reported health care facility's city is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the device could not be pulled out and a fracture occured. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the device could not be pulled out and a fracture occurred. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 has been corrected. Block e1: (initial reporter city) the reported health care facility's city is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of catheter guide break. The returned flexima biliary stent was analyzed and it was found with the push catheter suture hole torn, the stent damaged and the guide catheter broken at the distal end. These issues may have occurred if the device was subjected to excessive pressure during an attempt to deploy the stent, potentially related to the physician's technique or the tortuosity of the vessel. It is likely that the device was unable to deploy the stent, resulting in damage to the push catheter's suture hole due to the pressure exerted by the suture. Furthermore, manipulation of the device during the procedure may have contributed to the observed stent damage (torn stent) and the breakage of the guide catheter. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device analysis findings. A flexima biliary stent was returned for analysis. Visual examination of the returned device found the push catheter suture hole torn, the stent damaged and the guide catheter broken at the distal end. No other damages were noted to the device. Risk review: a risk review was completed and confirmed that the event of catheter guide break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on events.